Event description:
A piece of the styrofoam from the tray apparently dislodged and migrated to the mayo stand area. It was somehow introduced into the injector for the lens and was disperesed into a patient's eye along with the lens. The piece was immediately noticed. The lens was moved up and the fragment removed with forceps. First post-op day note shows no sign of residual or untoward effects.

Manufacturer narrative:
Cardinal health has reviewed this complaint. Based on our investigation, it has been determined that a product substitution occurred replacing the plastic tray with styrofoam. This appears to be an isolated incident. The device history review for this lot number revealed no deviations. As a corrective action, the styrofoam tray has been removed from the bill of material and a plastic tray was reinstated.